Event description:
A stryker wire collet along with the tps universal driver were sent in for repair due to metal shavings falling from the devices during a finger fracture procedure. No adverse consequences were reported as a result of this event.

Manufacturer narrative:
The device is available for eval but has not been received for eval; additional info will be submitted once the device is received and the quality investigation is completed.